Event description:
Multiple failures on servo-I ventilators -air module- discovered while in use and during ventilator's self check. System is delivering inconsistent readings on both pressure and volume controls. Air modules checked and found to have traces of chlorine; corrosive damage at the solder joints of the board found. Cannot locate source of chlorine.